Event description:
It was reported that during a laparoscopic gastric bypass the switch buttons on device worked intermittently. A second device was used to complete the case wth no patient consequence.

Manufacturer narrative:
Date sent: 07/08/2009. Evaluation summary: the analysis results found that the device was returned in good physicial condition. The device was tested with a generator and was functional. The hand switch assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.